Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was attempted to be implanted with an impella device for mechanical circulatory support. It was reported that the device motor would not pass from the iliac into the aorta. Additional efforts to place the impella were futile. It was reported that the medical staff believed the catheter kinked affecting placement. Implantation was aborted and another impella cp device was implanted. The patient survived the procedure.

Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.